Event description:
It is reported that the reamer shaft broke during reaming.

Manufacturer narrative:
Evaluation summary: as returned the reamer has fractured at the reamer locking screw. Aside from the fracture the reamer was dimensionally inspected and found to b e conforming. Additionally reamer locking screw was hardness tested and found to be conforming. Based on the lot number the reamer has an approximate field age of 2 years and 9 months. This type of failure may occur if the reamer locking screw of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. However the exact cause of failure cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification.